Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6500 complaint of alarm no disposable was confirmed. The overall condition of unit revealed damage housing, missing nub on down stream occlusion senor. No evidence was revealed in the event log. The visual inspection revealed the complaint and isolated to down stream sensor. Action taking to replace the down stream sensor. Device went on a passed all functional testing. Additional information received no patient involvement and date unknown.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6500 . Summary listed in h 10. Additional information revealed no patient involvement as event occurred during testing. Date unknown.

Event description:
Information was received indicating that the cadd legacy plus pump displayed a downstream occlusion. There were no adverse events reported.